Event description:
Bone cement was shipped and there was moisture inside the box on 2 of 3 boxes. They will dispose of the 2 boxes and 2 replacements were shipped.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital discarded products.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned and no photographs were provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, there was moisture detected in the simplex packaging. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the dampness would have come from the monomer when the ampoule was broken. This monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
Bone cement was shipped and there was moisture inside the box on 2 of 3 boxes. They will dispose of the 2 boxes and 2 replacements were shipped.